Event description:
A castaneda otw thrombolytic brush was used to clean out a dialysis graft. During the procedure, the proximal radiopaque marker band reportedly slid off of the end of the device. The marker band was removed and the pt was reported to be doing fine.